Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50 serial # (B)(4). Description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patient underwent a revision due to pain near the incision site. During the revision it was discovered that the cause of the pain was the lead loop. The physician moved the lead loop away from the spinous process and the issue was resolved.

Event description:
A report was received that the patient underwent a revision due to pain near the incision site. During the revision it was discovered that the cause of the pain was the lead loop. The physician moved the lead loop away from the spinous process and the issue was resolved.